Event description:
The manufacturer received information alleging a bipap a40 failed to power on. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a bipap a40 failed to power on. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center and the customer's complaint was confirmed. The device's main pca board needs to be replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.